Event description:
On the 8th november 1999 a nellcor puritan bennett employee received info reporting an issue with a 740 ventilator. Customer alleged that the unit went svo (safety valve open) while on pt. The diagnostic error code 9169 (pistion failed to move for 3 consecutive breaths) was found in memory. Customer states no pt harm or change in therapy. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.